Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00540. It was reported the pt is experiencing an intense and persistent pain at the ipg site. The issue reportedly began a few months ago. In addition, the pt reported the ipg site is tender to the touch and she is experiencing an uncomfortable warmth and sensation within 10 mins of recharging the ipg. Follow-up on this matter found the reported pain has subsided significantly since the pt turned her scs system off. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device is associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.